Event description:
Same case as 2134265-2010-03966. It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion. The 80% stenosed lesion was located in a severely calcified mid to distal left anterior descending (lad) artery. The 1.25mm rotablator burr was first used successfully in the proximal lad. Then they proceeded with treatment of the mid to distal lad, and completed 4 to 5 ablation passes. At this point, it was noted that the rotablator advancer lost speed, and a stall error was registered on the console. The burr and advancer had been in use for 10 minutes at this point. The burr became stuck in the mid lad at this point. The physician inserted an unspecified balloon distal to the burr, dilated the vessel, then removed the burr. Three unspecified stents were placed in the lad to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
Same case as 2134265-2010-03966. It was reported that during a percutaneous coronary interventional procedure, a burr became stuck in the lesion. The 80% stenosed lesion was located in a severely calcified mid to distal left anterior descending (lad) artery. The 1.25mm rotablator burr was first used successfully in the proximal lad. Then they proceeded with treatment of the mid to distal lad, and completed 4 to 5 ablation passes. At this point, it was noted that the rotablator advancer lost speed, and a stall error was registered on the console. The burr and advancer had been in use for 10 minutes at this point. The burr became stuck in the mid lad at this point. The physician inserted an unspecified balloon distal to the burr, dilated the vessel, then removed the burr. Three unspecified stents were placed in the lad to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: an initial examination of the complaint unit found no visual issues. When the advancer knob was moved forward, it was noted that the handshake connection was bent. The bend in the handshake connection of the advancer was straightened and attached to the related catheter device. No issues were noted with the advancer handshake connector. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The advancer was then attached to a control catheter device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. The rotablator advancer unit was wet tested. The unit did not reach any speed. The handshake of the advancer was seized and would not rotate. The advancer unit was dismantled and a melted ultem was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error. The dfu states 'never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer'. (B)(4).

Manufacturer narrative:
(B)(4)